Manufacturer narrative:
The screw and driver were not returned and the customer's complaint could not be verified. This type of event typically occurs as a result of improper bone preparation (tunnel too small) or if not maintaining the axial alignment during insertion. The size of the tendon is unknown. Review of device history revealed nothing relevant to this event. A definitive conclusion could not be determined without device(s) evaluation.

Event description:
Screw pulled out with driver and could not be removed from the driver. Screw broke off, but was retrieved. Surgeon used an 8.5mm drill bit to prepare bone tunnel. Used another one and the same occurred. Surgeon finished with pull through technique, pulled biceps through other side of arm. This is the first of two reports submitted for this event. This device is used for treatment.